Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was not working. Add¿l info received reported that the receiver was working, but the pt was not feeling stimulation. An x-ray revealed a fractured lead. The pt was waiting for surgery to replace the lead. Add¿l info has been requested, but was not available as of the date of this report.